Manufacturer narrative:
(B)(4). Device evaluation: the probe was not used, so call home data is unavailable. Probe nm18ncb59926 (0 uses) was investigated at neuwave. The probe was still contained in its original packaging, although the lid was slightly peeled back. The seal was verified to be broken. The customer stated this seal was broken when the probe was removed from the traveling case, however this cannot be verified. The seal was verified to be broken. It cannot be verified how or when this occurred. Lot ml18023321, work order (B)(4) was reviewed. There were no problems seen during the manufacturing or testing or this lot. Additional information was requested and the following was obtained: can you please clarify what seal was broken (packaging seal, seal between the cannula and handle of the probe, etc.)? How was the seal confirmed to be broken? Response: I¿ve verified that the seal was broken on the probe packaging. The cover was open. Additional information provided: this was normal saleable probe in original packaging, not a demo probe.

Event description:
It was that when they removed a sterilized probe from the black case travelling with the highly mobile system to use at a trade show. The seal was broken on the probe, and it can no longer be used. There was no patient involvement.